Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their infusion sets were not staying on. One of them had a tubing that kinked within a few hours. The customer stated they went without insulin for the whole night and woke up with a high blood glucose level of 455 mg/dl. They treated the high blood glucose with an injection. The customer stated his blood glucose was back in range. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.